Manufacturer narrative:
Continuation of d11: from supplier (B)(4)); lasix (B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. It was also noted that the catheter body was severed directly below the medial skive hole. The severed portion was not returned for analysis. Visual analysis revealed that the distal extension line had separated directly adjacent to the juncture hub. The point of separation seems rough and jagged. Microscopic examination confirmed the damage and revealed that the extension line appeared stretched directly adjacent to the point of separation. No other defects or anomalies were observed. The catheter body length from the juncture hub to the severed end measured 152mm, which indicates that 5mm-25mm of the catheter body was severed and not returned for analysis (per the catheter product drawing). The distal extension line outer diameter measured (in a location not affected by the stretching) measured 1.69mm, which is within the specification limits of 1.68mm-1.78mm per the distal e xtension line extrusion product drawing. The distal extension line inner diameter at the luer hub end measured 1.143mm, which is within the specification limits of 1.14mm-1.24mm per the distal extension line extrusion product drawing. The inner diameter of the por tion of the extension line still molded within the juncture hub also measured 1.143mm, which is within the specification limits of 1.14mm-1.124mm per the distal extension line extrusion product drawing. The inner diameter of the extension line at the distal end (severed end) could not be accurately measured due to the stretching. The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). Leave the distal extension line uncapped for guide wire passage". The medial and proximal lumens were each flushed with a lab inventory 5cc syringe. Both lumens operated as intended. Functional inspection could not be performed on the distal extension line due to the damage. A manual tug test confirmed the medial and proximal extension lines were secured to their respective luer hubs and the juncture hub. A manual tug test on the distal extension line confirmed that the extrusion was secure within the luer hub. The complaint sample was sent to the manufacturing site (hradec) for additional analysis. The catheter juncture hub was first cross-sectioned. It was confirmed that the insertion depth of the extension tube into the juncture hub was w ithin specification. They also performed a simulated test by applying undue force (by hand) to the distal line of a lab inventory catheter. This resulted in the lab inventory distal line to separate. The appearance of the separation and the stretching seems identical to the damage on the complaint sample. The site also confirmed that there is no process during the manufacturing process that would expose any of the extension lines to the amount of force required to separate. Based on this analysis, the observed defect did not occur as a result of manufacturing process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user that "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The reported complaint of an extension line/juncture hub separation was confirmed through complaint investigation. Visual inspection of the catheter revealed the distal extension line had separated from the juncture hub. The separation point was jagged, and a portion of the extension line was observed still inside the juncture hub. Per manufacturing, the observed damage is not consistent with a manufacturing defect. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probably cause for such an issue is that undue force was applied to the extension line during use. Based on the sample returned and the comments from the manufacturing site, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: incident occurred on 19 november 2022. The catheter was inserted in the right jugular vein. A nurse found the patient upright and disoriented, with blood in his central line. The nurse also found on the ground the distal infusion line of the catheter to which was connected an extension line with a 3-way tap (reference (B)(4) from supplier cair) to infuse a lasix treatment. Patient was then monitored but there were no clinical consequences observed. We immediately clamped at the level of the distal line entrance point. The patient was positioned in the trendelenburg position (head down) and the 3-lumen catheter was removed. A dressing at the level of the orifice was applied at the level of the central venous line entrance point.

Event description:
The complaint is reported as: incident occurred on (B)(6) 2022. The catheter was inserted in the right jugular vein. A nurse found the patient upright and disoriented, with blood in his central line. The nurse also found on the ground the distal infusion line of the catheter to which was connected an extension line with a 3-way tap (reference pes3302 from supplier cair) to infuse a lasix treatment. Patient was then monitored but there were no clinical consequences observed. We immediately clamped at the level of the distal line entrance point. The patient was positioned in the trendelenburg position (head down) and the 3-lumen catheter was removed. A dressing at the level of the orifice was applied at the level of the central venous line entrance point.

Manufacturer narrative:
Continuation of concomitant medical products: from supplier cair); lasixqn#1900099022.